Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ outflow graft. Model #: 1125, catalog #: 1125, expiration date: 30-sep-2021, lot#: 15865149-9272, UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-sep-2016. Labeled for single use: no yes. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a decrease in flow and the patient was admitted to the hospital. Outflow graft stenting was performed due to stenosis and kinking of the outflow graft near the aorta per a computerized tomography (CT) scan. The flow improved and was stable after stenting but did not improve as much as expected. The vad and outflow graft remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) and the outflow graft were not returned for evaluation. The reported low flow event could not be confirmed via review of the log files since log files covering the event date were not available for analysis. The reported kinked outflow graft event could not be confirmed due to insufficient evidence. Of note, it was reported that a computerized tomography (CT) scan revealed kinking of the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to kinking of the outflow graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Additional products: d4: lot#: 15865149-9272. H5: yes. H6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had very poor right ventricle (rv) function.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. H6: FDA conclusion code(s): additional products: d4: lot#: 15865149-9272. H6: patient ime code(s): e0611. H6: imf code(s): f2203, f08, f1203, f23. H6: img code(s): g04019. H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d12. Product event summary: the pump (B)(6) and the outflow graft (lot 15865149-9272) were not returned for evaluation. The reported low flow event could not be confirmed via review of the log files since log files covering the event date were not available for analysis. The reported stenosis and kinking of the outflow graft event could not be confirmed, as no visual evidence was provided by the site. Information provided by the site indicated that the ventricular assist device (vad) exhibited a decrease in flow and the patient was admitted to the hospital. Outflow graft stenting was performed due to stenosis and kinking of the outflow graft near the aorta per a computerized tomography (CT) scan. The flow improved and was stable after stenting but did not improve as much as expected. It was further reported that the patient had very poor right ventricle (rv) function. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to kinking of the outflow graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.